Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide after a superficial femoral artery (sfa) angioplasty interventional procedure using a 6f sheath. Reportedly, the proglide was advanced; however, there was difficulty opening the lever to open the foot and there was minimal blood flow coming from the marker lumen. The physician decided not to deploy the device and when closing the lever to retract the foot, there was also resistance. The device was removed and another attempt was made; however, again, there was difficulty opening and closing the foot with the lever. The device was removed and a non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficulty to close could not be determined. Factors that contribute to the inability to retract the lever/foot, include, but not limited to tissue, or suture caught in foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.